Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had high blood glucose of 241 mg/dl due to his insulin pump did not delivered the amount of insulin that he programmed. Customer stated that he forgot to fill the cannula dead space. Nothing further was reported.